Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's nurse reported via phone call of high blood glucose readings, excessive no delivery and failed battery test from the insulin pump. The customer's blood glucose reading was 444 mg/dl. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery was recurring. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer was advised to clear the weak battery with the escape and act buttons. The customer was advised to wait 5 seconds before inserting new energizer aaa alkaline battery. The customer stated that the alarm was cleared before inserting new battery. The customer was advised to monitor the pump.